Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Cts ultimately was able to provided pump reset information and assisted caller with resetting the pump. Malfunction code did not recur after resetting the pump. Customer may continue to use the pump.